Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the pitch cable was broken at the distal clevis hub. The cable segments that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The pitch down cable was also found to be frayed at the clevis hub. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that there was a broken wire on the fenestrated bipolar forceps instrument. The reporter did not specify when the issue was identified. Nothing reportedly fell into a patient and there was no allegation of patient harm, adverse outcome or injury.